Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-fyb with capture-r ready-ID, lot dp026, on the echo.

Manufacturer narrative:
The presence of the fyb antigen was confirmed on retention crrid, lot dp026. The customer's sample exhibited reactivity with fy(b+) reagent red cells on retention capture-r ready-screen (3), lot r020 and crrid, lot dp026. We were not able to reproduce the customer's negative results. The customer did not return product for investigation.